Event description:
It was reported that the patient underwent total hip arthroplasty on an unknown date and received a taperloc stem and m2a taper cup. Subsequently, the patient was scheduled to be revised on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name. Catalog number, lot number, and expiration date. Implant date. 510k number. Device manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.